Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Before the procedure, the three-way stopcock of the device was found to have been broken when the package was opened. A second device was used to complete the procedure. There was no adverse event reported on the patient. A picture was received for evaluation following biosense webster's procedures. The picture evaluation was completed on 09-feb-2024. According to the picture provided by the customer, the side port was observed broken. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed based on the picture received. The device has not been returned for analysis and is not possible to assign a root cause based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-001510717 during an internal review on 24-jan-2024, noted a correction the 3500a initial under section h. Device manufacturers only: - h10. Additional manufacturer narrative: reported: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Corrected to: the product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. - h6. Type of investigation: should have included: type of investigation not yet determined (b21). .- h6. Investigation findings: processed as: no findings available (c20). Should have been processed as: results pending completion of investigation (c21) . - h6. Investigation conclusions: processed as: cause not established (d15). Should have been processed as: conclusion not yet available (d16).

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) medical university. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 60000223 and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the three-way stopcock was broken. It was reported that the device was damaged. Before the procedure, the three-way stopcock of the device was found to have been broken when the package was opened. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received. The issue is observed at the connection. The issue was that it was totally separated. The sheath was not being used on the patient.

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Before the procedure, the three-way stopcock of the device was found to have been broken when the package was opened. A second device was used to complete the procedure. There was no adverse event reported on the patient. The device evaluation was completed on 13-mar-2024. The device was returned to biosense webster (bwi) for evaluation. Visual inspection was performed following bwi procedures. Visual analysis revealed that the side port was found broken and the luer valve was also observed separate from the hub component. The damage observed could be related to the manipulation of the device during the procedure; however, this can not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 06-mar-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).